Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episodes due to undersensing was observed. Review of the episode showed that the pause episode did not look physiological. It was noted that the device may be losing contact with the pocket causing the false episode. The patient will continue to be monitored.